Event description:
It was reported that during a supply change on an ilet pump, the user could not see insulin drops when pressing and holding, removed the cartridge, and observed insulin leaking with a blood glucose of 262 mg/dl. The user was using an inset infusion set and later restarted with new supplies, and troubleshooting identified that the user had been connecting the connector while the cartridge was already in the pump. Symptoms included hyperglycemia and sweating. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage associated with a seal issue consistent with a reservoir component problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.